Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The viewer was returned for failure analysis upon visual inspection there was no problem found related to reported issue. Failure analysis checked the error logs with nothing found related to the reported issue. Failure analysis installed the viewer on an internal system and the viewer functioned as designed. Failure analysis performed several power cycles and the left eye on the viewer had no issues. Failure analysis was unable to replicate reported issue during system testing. The root cause could not be determined at this time.

Event description:
It was reported that during a da vinci-assisted ventral hernia ipom surgical procedure, the left eye was not showing an image. The caller said they had tried rebooting and reseating the scope. Reseating the scope did not resolve the issue. Rebooted did resolve the issue, but the issue returned and the left eye had a strobing effect on the 3d viewer. The surgeon confirmed with staff that the tower monitor was not affected. The technical support engineer (tse) had the caller try a second scope, but the issue did not resolve. The caller informed they were going to complete the procedure. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse booted the system on in normal mode with no errors or faults. The fse installed an endoscope and noted good image in both eyes of the viewer. The fse power cycled the system and noted the same. The surgeon was in the room and informed the fse of the flickering/blacked out left eye. The fse asked the surgeon to look in the viewer and see if the image had changed. The surgeon stated the image looked better than it did during the case in question, but there was still a slight flickering in the left eye. The fse looked in the viewer and closed right eye and did note a very light but present flickering. The fse began troubleshooting by verifying that all blue fiber cables (bfc) were fully seated and in good condition. The fse swapped port on tower to different port with no change, swapped console port with no change, and swapped bfc entirely with no change. The fse acquired near infrared (nir) handheld camera and changed the hz from 50 to 60, but that did not affect the viewer image. The fse reseated all accessible fiber and power connections in the base of the tower as well as the viewer with covers removed with no change. There were no errors in the logs and none present on the system. The fse was unable to change the behavior of the left eye flickering with any troubleshooting and suspected a faulty left viewer monitor. The viewer was replaced and the left eye flicker did not return. The system was tested and verified as ready for use.

Manufacturer narrative:
Annex codes c and d were updated.

Event description:
Refer to h11 for follow-up information.